Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2: manufacturer report: 1627487-2017-07391. It was reported the patient had 2 ipg's implanted. The patient reported both ipg's were inoperable due to not charging both devices over a period of months. No resolution to issue is known at this time.

Event description:
Device reference 1 of 2: manufacturer report: 1627487-2017-07391. Follow up information received which identified the company representative met with the patient and used the programmer and successfully connected to the cervical ipg. Both ipgs are operational. Surgical intervention may be necessary to replace both.